Event description:
It was reported that removal difficulties, vascular perforation and death occurred. Vascular access was obtained via a transfemoral approach. The patient's anatomy was calcified and extremely tortuous. A lotus introducer sheath was placed in the right common femoral artery. A 25mm lotus edge valve was prepped per the directions for use with no issues. Contralateral access was obtained for a non-bsc buddy wire to facilitate device tracing through the tortuous anatomy. Balloon aortic valvuloplasty (bav) was performed with a 20mm non- bsc balloon. The 25mm lotus edge valve was advanced with considerable torque required to deliver the device through the anatomy to the aortic annulus. The 25mm lotus edge valve was deployed. Asymmetric unsheathing was noted and the final result was considered high, so the physician made a second deployment attempt with a lower starting position. At the pause stage, prior to locking the 25mm lotus edge valve, a twisted post was identified. Resheathing of the 25mm lotus edge valve was performed to attempt to fix the twisted post. A third attempt to deploy the 25mm lotus edge valve was performed with a twisted posted notice again. The physician called for a non-bsc valve to complete the case. While resheathing the 25mm lotus edge valve in accordance with the dfu, the physician was only able to partially resheath the valve. The control knob had been rotated away from the user as far as possible and it was noticed that there was accordioning of the outer catheter. The partially resheathed 25mm lotus edge valve and lotus introducer sheath were removed together. The patient was hemodynamically unstable from ai (aortic insufficiency) and a 29mm non- bsc valve was implanted. The patient remained unstable. Extravasation from the right iliac system was noted. Multiple non-bsc covered stent grafts were placed to manage the iliac perforation; however a complete seal of the perforation was not achieved. The patient died.

Manufacturer narrative:
Initial reporter also sent report to FDA: updated.

Event description:
It was reported that removal difficulties, vascular perforation and death occurred. Vascular access was obtained via a transfemoral approach. The patient's anatomy was calcified and extremely tortuous. A lotus introducer sheath was placed in the right common femoral artery. A 25mm lotus edge valve was prepped per the directions for use with no issues. Contralateral access was obtained for a non-bsc buddy wire to facilitate device tracing through the tortuous anatomy. Balloon aortic valvuloplasty (bav) was performed with a 20mm non- bsc balloon. The 25mm lotus edge valve was advanced with considerable torque required to deliver the device through the anatomy to the aortic annulus. The 25mm lotus edge valve was deployed. Asymmetric unsheathing was noted and the final result was considered high, so the physician made a second deployment attempt with a lower starting position. At the pause stage, prior to locking the 25mm lotus edge valve, a twisted post was identified. Resheathing of the 25mm lotus edge valve was performed to attempt to fix the twisted post. A third attempt to deploy the 25mm lotus edge valve was performed with a twisted posted notice again. The physician called for a non-bsc valve to complete the case. While resheathing the 25mm lotus edge valve in accordance with the dfu, the physician was only able to partially resheath the valve. The control knob had been rotated away from the user as far as possible and it was noticed that there was accordioning of the outer catheter. The partially resheathed 25mm lotus edge valve and lotus introducer sheath were removed together. The patient was hemodynamically unstable from ai (aortic insufficiency) and a 29mm non- bsc valve was implanted. The patient remained unstable. Extravasation from the right iliac system was noted. Multiple non-bsc covered stent grafts were placed to manage the iliac perforation; however a complete seal of the perforation was not achieved. The patient died. It was further reported that this is the same case as user voluntary event report mw5092212. A full resheath of the 25mm lotus edge valve was performed between the 1st and 2nd deployment attempts. During the 2nd deployment attempt, prior to pause, one of the push pull rod mandrels were slightly bowed out/bowing inward. The nosecone was central in the valve. When the 25mm lotus edge valve was able to only be partially resheathed, the valve shape looked ok (without trumpteting) but the outer catheter looked torqued as if the outer catheter was crumpled and was not distal enough to reconstrain the valve completely. The patient was given blood products. The patient went into cardiac arrest. Chest compressions were performed. The patient died after resuscitation efforts were unsuccessful.

Manufacturer narrative:
H3 device evaluated by MFR: the lotus edge device handle was returned to the for evaluation. The device was returned partially sheathed and with a lotus introducer set (lis) sheath attached. Accordioning was noted 20mm proximal to the lis tip. The lis was cut to remove it from the lotus edge device. Outer sheath (os) bunching was noted on the lotus edge device 15 mm proximal to the outer sheath tip. The lotus edge device was then unsheathed. The distance from the distal end of the coupler bond to the distal end of the handle measured at 102cm and the distal tip of the os to the distal end of handle measure at 98.5 cm, when the device was in lost motion. The stylet was inserted and the os port was flushed with 30mls of water. The amount of multi lumen extrusion (mle) exposed when the device was unsheathed and in lost motion measured at 33mm. The device was locked and unlocked on the bench without issue. The handle housing was then removed. The device was sheathed as far as possible and it was measured that 25mm of valve was left exposed. It was confirmed on initial inspection that all 3 release pins were seated correctly. The valve was manually released by removing the pins and manually retracting the collars, the valve was then removed from the delivery system and the valve leaflets were inspected. During this inspection a nodule of calcium was found at the inflow of the valve braid between the braid and valve leaflet at position 11-1. The nodule of calcium was measured at 5mm in diameter. A further amount of calcium was noted on leaflet position 11-1. The valve was locked manually on the bench without issue. No other issues were noted with the device. The nodule was fourier-transform infrared spectroscopy (ftir) tested which confirmed the substance to be calcium. In order to recreate this event the nodule of calcium found was mimicked by wrapping a metal component of similar dimensions in plastic and securing it behind the valve leaflet of a test device in simulated (sim) use. The device was first sheathed and inserted through a lis introducer and advanced into a 3d aortic root model and tracked through the model across the annulus. The delivery system was unsheathed until leading and fully resheathed to mimic normal outer sheath behaviour. The outer sheath was unsheathed again and the metal assembly was manually placed into the valve through the outflow. The valve was resheathed and during resheathing os buckling was recreated. The handle was turned to end of travel, but the valve was unable to be fully resheathed. When the device was removed from the model similar damage was noted to the outer sheath and a similar amount of mle was left exposed as with the complaint device. This confirmed that the calcium like substance was restricting the device from locking. Procedural media was provided to aid in the investigation. The first mov file is 3 seconds in duration showing a lotus edge valve unsheathed and unlocked in the annulus. The valve is not being visualized in the recommended view resulting in an overlap of the buckle and post top at position 6 and 11. Therefore it is not possible to assess the alignment of the buckle and post at these positions. The second mov file is 5 seconds in duration and shows the outline of the patients aortic anatomy. The lotus edge device is not shown in the series. The reported events cannot be confirmed based on the media made available for review.

Event description:
It was reported that removal difficulties, vascular perforation and death occurred. Vascular access was obtained via a transfemoral approach. The patient's anatomy was calcified and extremely tortuous. A lotus introducer sheath was placed in the right common femoral artery. A 25mm lotus edge valve was prepped per the directions for use with no issues. Contralateral access was obtained for a non-bsc buddy wire to facilitate device tracing through the tortuous anatomy. Balloon aortic valvuloplasty (bav) was performed with a 20mm non- bsc balloon. The 25mm lotus edge valve was advanced with considerable torque required to deliver the device through the anatomy to the aortic annulus. The 25mm lotus edge valve was deployed. Asymmetric unsheathing was noted and the final result was considered high, so the physician made a second deployment attempt with a lower starting position. At the pause stage, prior to locking the 25mm lotus edge valve, a twisted post was identified. Resheathing of the 25mm lotus edge valve was performed to attempt to fix the twisted post. A third attempt to deploy the 25mm lotus edge valve was performed with a twisted posted notice again. The physician called for a non-bsc valve to complete the case. While resheathing the 25mm lotus edge valve in accordance with the dfu, the physician was only able to partially resheath the valve. The control knob had been rotated away from the user as far as possible and it was noticed that there was accordioning of the outer catheter. The partially resheathed 25mm lotus edge valve and lotus introducer sheath were removed together. The patient was hemodynamically unstable from ai (aortic insufficiency) and a 29mm non- bsc valve was implanted. The patient remained unstable. Extravasation from the right iliac system was noted. Multiple non-bsc covered stent grafts were placed to manage the iliac perforation; however a complete seal of the perforation was not achieved. The patient died. It was further reported that this is the same case as user voluntary event report mw5092212. A full resheath of the 25mm lotus edge valve was performed between the 1st and 2nd deployment attempts. During the 2nd deployment attempt, prior to pause, one of the push pull rod mandrels were slightly bowed out/bowing inward. The nosecone was central in the valve. When the 25mm lotus edge valve was able to only be partially resheathed, the valve shape looked ok (without trumpteting) but the outer catheter looked torqued as if the outer catheter was crumpled and was not distal enough to reconstrain the valve completely. The patient was given blood products. The patient went into cardiac arrest. Chest compressions were performed. The patient died after resuscitation efforts were unsuccessful.